Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and reported sensor was not connected. The customer reported blood glucose value of 44 mg/dl, and the hypoglycemic event was treated with glucose/carb intake. The event involved product(s) mmt-7040a, mmt-396a, mmt-332a, mmt-1884. Troubleshooting was partially performed for hypoglycemia. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a, mmt-396a, mmt-332a, mmt-1884.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08800 inches. Successfully downloaded history files and traces using thump.successfully uploaded pump to carelink.on the primary svn#: (B)(4) event date of 24-mar-2026 and related svn#: (B)(4) event date of 17-mar-2026, there were no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(4) event date of 24-mar-2026 and related svn#: (B)(4) event date of 17-mar-2026 listed on smartsolve due to insufficient data in the trace/history files.in further review of the formatted history file 1 week from the related svn#: (B)(4) event date of 17-mar-2026 and primary svn#: (B)(4) event date of 24-mar-2026, these pump error(s)/alarm(s) were noted: low battery alert was found on:(B)(6) 2026 18:32:00.000.insert battery alarm was found on: (B)(6) 2026 04:06:11.000.(B)(6) 2026 16:47:39.000,(B)(6) 2026 16:57:00.000.replace battery alert was found on:(B)(6) 2026 04:03:00.000.pump error 23 alarm was found on: (B)(6) 2026 16:58:05.000.power loss alarm was found on:(B)(6) 2026 16:58:25.000 &(B)(6) 2026 16:58:33.000.power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2026 at 05:44:58.000. There was no power data available for the event date of 15-mar-2026 to 17-mar-2026. Unable to check power data for low battery alert and replace battery alert.pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes.no unexpected low battery alert, replace battery alert, pump error 23 alarm and power loss alarm noted during testing. Lostsensor1alert (780) was found on: (B)(6) 2026 05:17:00.000.lostsensor2alert (781) was found on: (B)(6) 2026 05:34:00.000.sensorerroralert (801) was found on: (B)(6) 2026 03:11:29.000.the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿.no pump/transmitter communication anomaly noted during testing. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing.the pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.27 mv). The pump was received with a depleted energizer max alkaline battery installed.the pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection.the molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4).the test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka/low bgs. Customer alleged for pump/transmitter communication anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.